Manufacturer narrative:
This complaint record is being closed due to insufficient information after three (3) good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. No response has been received, therefore this complaint is being closed. If information is received, we will reopen and update the complaint. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). Device not evaluated by mfg.

Event description:
It was reported that, the intra-aortic balloon pump (iabp) experienced a possible blood back event where blood was observed in the helium tubing . Balloon complaints : (B)(4).